Event description:
It was reported that a fractured driver tip was discovered during inspection. No further information has been provided.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
Device evaluation: the product was not returned and no photos were provided, so an evaluation is unable to be performed. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. This event could also be attributed to off-axis forces applied during use. Complaint history: the part number and lot number are unknown so a complaint search was not completed. DHR review: the lot number was not provided, so the DHR was unable to be reviewed. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that a fractured driver tip was discovered during inspection. No further information has been provided.